Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The xience prox is currently not commercially available in the u.s. However, it is similar to a device sold in the us.

Event description:
It was reported that when the 3.5 x 23 mm xience pro x stent delivery system (sds) was removed from the coil with resistance, and it was noted that the proximal shaft was separated in two pieces. The sds was not used. A new device was used to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported separation was confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history for the reported lot was performed and revealed no other incidents. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the anatomy resulting in the failure to advance and subsequent shaft separation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
The returned device analysis noted blood inside the guide wire lumen. Follow-up with the account corrected the case description to state that the 3.5 x 23 mm xience pro x stent delivery system (sds) was used in a procedure to treat a lesion with heavy calcification and 75% stenosis in the mid right coronary artery (rca). The lesion was pre-dilated and the xience pro x sds was advanced over the guide wire, but could not cross the lesion due to the anatomy. The physician tried to push the sds, but the proximal shaft broke into pieces. The sds was removed and there was no need to use an additional device or additional technique to retrieve the separated portion. A new sds was used to complete the procedure successfully. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.